Event description:
Baxter reported an infusion pump that "turned off while on a patient". Despite baxter's efforts to obtain additional information, details were not available regarding patient's demographics, diagnosis and status, patient injury, medical intervention, medication involved, or set up of the infusion device.